Event description:
The user from user facility reported that the device had a metal piece chipped off during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.